Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was repositioned and the device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the patient presented to the emergency room on (B)(6) 2015 with diaphragmatic stimulation prior to the discovery of lead dislodgement. The lead was repositioned on (B)(6) 2016.